Event description:
Paramedics used the device to administer external pacing to a patient (details not reported). The device allegedly stopped pacing intermittently. The patient's outcome was not known. The reporter indicated the alleged problem did not adversely affect the patient.